Manufacturer narrative:
The implant coil was still attached to its pushwire. Bends were found on the pushwire at ~17.5cm to ~52.0cm from the proximal end. The ai to release wire crimps, coupler to ai crimps, and coupler to pusher tube weld are present and intact; it appeared that the mechanical detachment was not attempted. The break indicator at the manual detachment was still intact; it also appeared that the manual detachment was not attempted at this location. The coin was located against the lumen stop. The shield coil was present and intact. The concerto coil was then successfully detached on the first attempt using an in-house instant detacher. Under the microscope, the outer jacket was then removed to gain access the coin. No damage was found with the coin. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00270¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00461¿and found to be within specification (0.00455"+/- 0.00010"). All other subassemblies appeared to be normal. No other anomalies were observed. Based on the analysis performed, the concerto coil was confirmed to have ¿non-detachment¿ issue as the returned coil was still attached to the pushwire. However, the root cause could not be determined as the returned concerto coil was successfully detached on the first attempt using an-house instant detacher. There was no mechanical or manual detachment attempt was found on the returned concerto coil. In addition, the pushwire was found to be bent at several locations and the implant coil was found to be damaged and stretched. However, the cause for damages could not be determined. There was no non-conformance to specifications identified that lead to the non-detachment issue. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Since the instant detacher was not returned; therefore, any contribution of the instant detacher to the non-detachment issue could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this concerto coil would not able to detach during the procedure. The device was used per the IFU. New medtronic device had been used and procedure completed. Reported device and any accessory devices were prepared as indicated in the IFU. No patient injury was reported.